Manufacturer narrative:
Hospira IV bag, MFR unk; phaseal with alaris short set. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the carboplatin 290mg/ns 150ml with a vtbi of 179ml infusion was intended to infuse for 30 minutes, however, it took 55 minutes for the infusion to complete. The customer states that the infusions are infusing 20 to 50 minutes longer than expected. The customer further states that they are normally able to extract data, however, due to lack of mapping in some areas of the hospital, they are unable to obtain the event data. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an infusion running longer than expected was confirmed in the pcu event log. Only the device logs and customer dataset were received for investigation. Analysis of the pcu event log shows that the pump module was programmed at 1:29 pm on (B)(6) 2018 to infuse a custom concentration of carboplatin over 30 min at 358ml/hr with a vtbi of 179ml. At 1:30 pm, less than 1 minute after starting the infusion, the user changed the vtbi to 250ml, which extended the duration longer than 30 minutes. At 2:10 pm, the user changed the vtbi to 200ml, again extending the duration of the infusion. At 2:25 pm, the device alarmed for air in line and the user channeled off the device. The volume recorded as being infused during this period was 329.478ml. The root cause of the infusion running longer than expected was not identified. It is unknown why the user added vtbi to the infusion shortly after it was started and then again at 2:10 pm.